Event description:
It was reported that post implant a gastric band procedure, the band slipped. The band was removed and replaced. There were no adverse consequences for the patient. The device was discarded.

Event description:
It was reported that revision surgery was performed due to infection on a non-compliant patient.